Event description:
It was reported that during a da vinci s hysterectomy procedure while using the monopolar curved scissors instrument ( mcs) with the tip cover accessory installed, the surgeon noticed arcing and a burn on the back side of the pt's uterus. The surgeon immediately stopped using the mcs instrument and replaced the mcs tip cover accessory, however, a few moments later the surgeon noticed a similar arcing event. The planned procedure was completed with approx a 90 min delay. No additional pt harm, adverse outcome or injury was reported. The following medwatch report was sent to the FDA regarding this event. 2955842-2008-01022. The endowrist instruments instructions for use ( IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Engineering concluded that arcing is likely due to insufficient silicone dielectric strength, with dielectric strength weakened due to instrument collisions. High generator settings may have also contributed to arcing. The mcs instrument allegedly involved was returned and evaluation found a char mark in approx the same location as the tears in the tip cover.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found a .015 inches by .030 inch oval shaped hole in the silicone. The hole is located .160 inches above the silicone to sleeve interface. The silicone exhibits localized melting around the hole, indicative of arcing. The tip cover also has various mechanical tears, likely due to instrument collisions, roughly 90 degrees from the hole. The endowrist instruments instructions for use ( IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Engineering concluded that arcing is likely due to insufficient silicone dielectric strength, with dielectric strength weakened due to instrument collisions. High generator settings may have also contributed to arcing. The mcs instrument allegedly involved was returned and evaluation found a char mark in approx the same location as the tears in the tip cover.